Event description:
It was reported that the connection port between the handle and the shaver/trial broke. The other handle grabbed was already missing a wing.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis determined that the fracture was caused by an overload in a mixture of ductile and brittle mode. The material hardness and composition was found to be within specification. Conclusion: the plausible root cause for the reported event is user related, specifically overload during usage.

Event description:
It was reported that the connection port between the handle and the shaver/trial broke. The other handle grabbed was already missing a wing.